Manufacturer narrative:
Findings: the unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. No unexpected no delivery alarm noted.. Unit responded properly to button presses. No button anomaly noted. Unit had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Unable to determine if the customer manually activated the pump suspends. The suspend feature functions properly. Unit was monitored for 2 days with no unexpected pump suspend noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 5pm with blood glucose of 377 mg/dl. Current blood glucose was 391 mg/dl. Customer also got a no delivery alarm. Customer reports they have a back-up plan available and tried treating with back-up plan and then went to the emergency room. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer was admitted into hospital as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. After performing manual prime/fill tubing with current set, the customer reports insulin exited at the qr. Customer stated that he does not feel comfortable using pump. Pump will be replaced for safety issues as the customer thinks that the pump might be too old and buttons too loose that it is accidentally suspending pump. The insulin pump will be returned for analysis.